Manufacturer narrative:
Supply chain. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a technologist was flushing an IV line in the diagnostic imaging department. When the syringe was removed from the product, blood sprayed the technologist in the face and mouth. There was no report of harm to the caregiver. There was no patient harm.